Event description:
A user facility reported that during intraocular lens (iol) implant surgery, a capsular bag tear occurred. The surgery was aborted. Add'l info including pt status, has been requested.

Manufacturer narrative:
The prod was returned for analysis. One haptic to optic junction area was torn/split /cracked on the post of the lens case. The other haptic was bent -gusset area with the haptic tip against the optic edge. The optic was scratched and pressed against the post of the lens case. While we were unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic and haptic damage. Product history records were reviewed and all documents indicate the product met release criteria. There have been other complaints reported in the lot number. Add'l info was requested 9/6/2007, 9/7/2007, and 09/07/2007 by fa, mail, and phone. A completed questionaire has not been returned.